Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis testing could not confirm the reported noise or header issue.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise on this defibrillation lead. The noise could not be reproduced. However, the noise was oversensed which resulted in pacing inhibition. An x-ray was taken and it appears there was a break in the lead however the physician was not convinced it was a lead issue. It was thought possibly a header issue because same problems had occurred with a non-boston scientific lead that was previously capped. The patient was admitted to the hospital and intervention was to be performed. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the device was explanted due to patient upgrade and the lead was also explanted. In addition, the explanted products will be returned. Should additional information become available this event will be updated.

Event description:
Unnecessary shocks were also reported.